Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm2 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32097 points to maxis error occurred, reported by axes controller, motor (acm) in usm2.

Event description:
It was reported that during a training/demo, the customer noticed error 32097. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and identified an error 32097 pointing to universal surgical manipulator (usm) arm 2. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer used a spare xi patient cart.